Event description:
The reporter stated that the surgeon was using a eyeonics crystalens with the staar injection system and the foam tip plunger overrode the lens and tore the trailing haptic during insertion. The surgeon enlarged the incision to remove the lens replaced it with another crystalens, no suture required. This occurred twice to this patient. See manufacturer report number 2023826-2007-01955 for the other report.

Manufacturer narrative:
Results: a cartridge lot number search was performed for similar complaints within the search, and there were two similar complaints. An injector lot number search was performed for similar complaints within the search and there was one similar complaint. A foam tip lot number search was performed for similar complaints and there were two similar complaints.